Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error message. The patient did not want a replacement. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received. The device was explanted and replaced. No additional adverse patient effects were reported. Additional information was received. It was confirmed that this device remains in service, with no plans for intervention at this time.

Manufacturer narrative:
Correction: additional information was received indicating that this device was not explanted and remains in service. B1, b2, b5, d6 and h6 corrected.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error message. The patient did not want a replacement. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error message. The patient did not want a replacement. The s-ICD remains in service. No adverse patient effects were reported.